Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer confirmed there was no speaker inoperative message present. The customer restarted the central station and placed the speaker in another unit (and it worked). However, the speaker was still not working in the original central station. The customer was able to uninstall the drivers for sound and after rebooting the surveillance reinstalled the sound driver and now there was sound. The external speaker was then set to default and the issue was corrected. After the software configuration issue was corrected, the unit returned to working specification. No further investigation or action is warranted at this time. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating there was no audio. The device was in use on patient at time of event, there was no adverse event reported.